Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray verified that both the left ventricular (lv) lead, the right ventricular (rv) lead had dislodged. Both leads also exhibited no capture and were revised and remain in use. During the revision procedure, the atrial lead pulled back. The physician decided to also revise the atrial lead even though all testing values were within acceptable ranges. The atrial lead remains in use. No patient complications have been reported as a result of this event.